Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch received that states: the device was prepped and flushed as per normal. It worked fine, until pulling back the needles the sutures broke off of the needles. A j wire was put back into the perclose and the device was removed and a new one was used and worked fine. (Both devices same lot numbers) subsequent to the previously filed medwatch, additional reported information indicates that arteriotomy closure of the right common femoral artery was attemped using a proglide device via a 6f sheath after a coronary diagnostic and percutaneous coronary interventional procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a proglide device. Reportedly, when pulling back the needles, the sutures broke. The proglide device was exchanged for a new proglide device and hemostasis was successfully achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician name was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.